Event description:
It was reported that while checking the status of the instrument the cs100 intra-aortic balloon pump (iabp) unit valve set need to be replaced . There was no patient involvement reported .

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d8, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. Corrected field: d4 (UDI). Due to character limit in block e1 (event site name): (B)(6). A getinge field service engineer (fse) evaluated the unit and resolved the issue by replacing the (0104-00-0018) manifold drive. Fse then tested the safety and functionality as per factory specifications and iabp was then returned to customer for clinical use. The failure analysis and testing dept. Received part number 0104-00-0018 (drive manifold) serial number (B)(6) with a reported unit failure of k6a safety vent valve problem. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed part number 0104-00-0018 (drive manifold) serial number (B)(6) into the cs100 test fixture serial number (B)(6) and tested the drive manifold to factory specifications per the cs100 service manual part number 0070-00-0528-01 rev. Ad. The fat performed the k6, k6a, k7, k8 leak test. Results of the test: test #1 159 mmhg factory specification is +-45mmhg, test #2 -4 mmhg factory specification +-65mmhg, test #3 122mmhg factory specification +-20mmhg. The drive manifold failed testing. Sending the drive manifold to the supplier per procedure number 0002-07-d008 rev. Ap. The following was submitted by (B)(4), technician of the maquet failure analysis and testing dept. (Fat) wayne, nj: ar 17 mar 2025. Failure analysis received from the supplier for the part. They stated the part had leakage on k6. Root cause for this part is a faulty k6 solenoid. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. At.

Event description:
N/a